Event description:
There was an allegation of questionable uric acid results for 1 patient sample on a cobas 8000 c702 module. The initial result was 554.4 mg/dl. The repeated result was 9.2 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 802892. The expiration date was not provided. The field service representative replaced and adjusted the sample probes, adjusted the reagent probe, adjusted the cuvette fill levels, and performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation did not identify a specific cause of the event.